Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained rv oversensing episodes were observed. Programming changes were recommended. Patient was stable.

Event description:
New information received on 12/21/2018 states that non-sustained rv oversensing episodes were only related to competitive atrial pacing due to programming issue. Programming changes were made. The patient was stable before, during and after the programming changes.